Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, the customer did not perform the air removal process prior to loading the cartridge. There was no reported adverse impact to customer's blood glucose level. Customer was able to successfully load a new cartridge to address the issue.